Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned. There were no anomalies found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the physician had difficulty placing the lead in the atrium. It was also noted that the helix was partially extended. In the process of exchanging the stylet and retracting the helix the physician removed the lead. It was also reported that due to difficult access the physician reverted to a single chamber device rather than the dual chamber device. No patient complications have been reported as a result of this event.